Event description:
The device as used and the customer's blood glucose result was 569 mg/dl. Customer took 5 units of novolog insulin and passed out. Emts were called and they checked their glucose at 25 mg/dl. Customer was given a glucose shot and an IV then taken to the hospital. At the hospital their glucose was 44 mg/dl and customer was treated with another glucose shot. L1 control was out of range and l2 control was in range on the system. The device was replaced and requested to the returned for evaluation.